Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, side-branch stenosis occurred. The 3.0x16mm, 90% stenosed target lesion was located in the proximal l right coronary artery (rca). The lesion was pre-dilated and the 3.0x20mm promus element plus stent was implanted, resulting in 0% residual stenosis. Post procedure angiography review revealed that prior to the procedure the acute marginal was 70% stenosed, post intervention to the rca lesion the stenosis in the acute marginal was 90%. No patient complications were reported.